Event description:
It was reported that a request to review one of this patient's ventricular episodes was made, as ventricular pacing (vp) capture was in question. Technical services (ts) reviewed the case and stated that there is shock channel's complex confirming capture, but ventricular sensing (vs) follows the vp, being label as ventricular tachycardia. This behavior happened for several cycles until ventricular tachycardia (vt) is initiated. Subsequently, anti-tachycardia pacing (atp) is deliver an accelerates the vt into ventricular fibrillation. The patient was then converted with an appropriate tachy shock. Ts stated that some atrial pacing (ap) given due to atrial flutter response is resulting in ventricular pacing, this may be competing with the patient's intrinsic pacing. On the presenting episode, ap causes vs to be blanked (undersensed). Reportedly, there are also some inappropriate atrial tachy response episodes that were triggered due to cross chamber oversensing. Ts recommended some re-programming options to mitigate these issues and evaluate the rv threshold. The sales representative indicated that this patient was brought to the clinic and capture thresholds were evaluated and were adequate. In addition, it was indicated that this device was in fact reprogrammed due to the mentioned issues. This implantable cardioverter defibrillator remains in service and no additional adverse patient effects were reported.